Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited a false pause episode due to loss of electrode contact. No intervention has occurred. The patient was stable throughout.